Event description:
It was reported that the customer was in the intensive care unit at the hospital. The reason for the customer's hospitalization is unknown. The customer's blood glucose levels are unknown. It is unknown whether or not the customer was wearing the insulin pump at the time of her hospitalization. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.